Event description:
The patient was not experiencing more seizures than prior to vns. Patient believes he is having increased seizures due to not feeling stimulation with magnet. The programming system able to interrogate other vns devices successfully.

Event description:
It was reported that the patient is referred for generator replacement due to the neurologist not being able to interrogate the patient's generator. Clinic notes were received for the referral and notes indicate that patient no longer feels stimulation with the magnet and doesn't have hoarseness. The patient had multiple seizures and believed they were related to the vns/vns magnet not working. The physician had the patient swipe the magnet which resulted in the patient having voice alteration which confirmed its function. The patient's device settings were shown and the battery life states not nearing end of service. Notes also say that the physician was unable to interrogate vns even after tablet restart, wand reset, etc. Based on this and the clinical symptoms, the physician suspect's battery is depleted and referred the patient for replacement.